Manufacturer narrative:
A ge svc rep performed an onsite investigation. A broken wire in the high voltage cable was repaired. The system was then found to be operating as intended.

Event description:
The customer reported that the system intermittently would not expose. There is no report of pt injury.